Manufacturer narrative:
Philips service recharged the pedal and tested the system, confirming it is now operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the fluoro pedal was not connecting on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.